Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode was used during radiofrequency ablation (rfa) of a 1.5cm liver tumor on (B)(6) 2013. According to the complainant, the target tumor was located in liver segment s5, near the body surface. When the device was unpacked, it was immediately noted that the blue insulation appeared too long, as it extended past the tip of the introducer. Photos provided by the customer confirmed that the insulation exceeded 15.5mm in length. The physician touched the insulation and observed that it was loose (it normally coats the introducer tightly). Thinking the insulation was a protective jacket that is normally packaged with the device, he removed it from the introducer and encountered no resistance. He then performed centesis through one of the patient's right intercostal spaces and began the ablation at 40w. The tines were extended halfway and the output was increased by 10w every minute, but it took an unusually long time for the impedance to increase. Gas was observed near the patient's abdominal wall via echogram, and the gas stayed in the same location throughout the procedure. This was thought to be unusual, and the electrode was thought to be "hotter" than usual, but the physician continued the procedure. The total ablation time was 13 minutes and roll-off was achieved. The physician originally intended to perform a second ablation with the tines fully extended, but he elected not to continue the procedure. Resistance was encountered when the introducer was removed, but the physician was able to remove it using small twisting movements. Immediately following the procedure, the puncture site was observed to be blackened (burnt) and swollen, and some fluid discharge was noted. The burn was approximately 2cm in diameter, and the physician was concerned that the burn had extended into (and done serious damage to) the subcutaneous tissue, as evidenced by a subcutaneous abscess. The physician consulted with a dermatologist, after which the body surface was cooled and antebate was applied to the burn. The swelling was noted to have improved when the patient was seen by dermatology the following day. The patient was discharged once the amount of fluid drainage had decreased to a satisfactory extent, and underwent outpatient treatment for the burn. However, the patient subsequently experienced pain and developed a fever, and elevated levels of c-reactive protein (crp) were detected in the blood. Therefore, the patient was re-hospitalized. As of (B)(6) 2013, the patient was receiving treatment for the burn at the same facility at which the rfa procedure was performed. There is no further information available.

Manufacturer narrative:
(B)(4). Insulation detached. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode was used during radiofrequency ablation (rfa) of a 1.5cm liver tumor on (B)(6) 2013. According to the complainant, the target tumor was located in liver segment s5, near the body surface. When the device was unpacked, it was immediately noted that the blue insulation appeared too long, as it extended past the tip of the introducer. Photos provided by the customer confirmed that the insulation exceeded 15.5mm in length. The physician touched the insulation and observed that it was loose (it normally coats the introducer tightly). Thinking the insulation was a protective jacket that is normally packaged with the device, he removed it from the introducer and encountered no resistance. He then performed centesis through one of the patient's right intercostal spaces and began the ablation at 40w. The tines were extended halfway and the output was increased by 10w every minute, but it took an unusually long time for the impedance to increase. Gas was observed near the patient's abdominal wall via echogram, and the gas stayed in the same location throughout the procedure. This was thought to be unusual, and the electrode was thought to be "hotter" than usual, but the physician continued the procedure. The total ablation time was 13 minutes and roll-off was achieved. The physician originally intended to perform a second ablation with the tines fully extended, but he elected not to continue the procedure. Resistance was encountered when the introducer was removed, but the physician was able to remove it using small twisting movements. Immediately following the procedure, the puncture site was observed to be blackened (burnt) and swollen, and some fluid discharge was noted. The burn was approximately 2cm in diameter, and the physician was concerned that the burn had extended into (and done serious damage to) the subcutaneous tissue, as evidenced by a subcutaneous abscess. The physician consulted with a dermatologist, after which the body surface was cooled and antebate was applied to the burn. The swelling was noted to have improved when the patient was seen by dermatology the following day. The patient was discharged once the amount of fluid drainage had decreased to a satisfactory extent, and underwent outpatient treatment for the burn. However, the patient subsequently experienced pain and developed a fever, and elevated levels of c-reactive protein (crp) were detected in the blood. Therefore, the patient was re-hospitalized. As of (B)(6) 2013, the patient was receiving treatment for the burn at the same facility at which the rfa procedure was performed. There is no further information available. Additional information received on (B)(6) 2013 confirmed that after the patient was re-hospitalized, the burn was treated with an unspecified surgery. The burn healed and the patient¿s condition improved; therefore, the patient was discharged on (B)(6) 2013.

Manufacturer narrative:
Visual evaluation of the complaint device found the stylet to be placed inside the cannula and no issues were noted. The introducer insulation (heat shrink) was found to be fully separated from the cannula and approximately 7 mm of the proximal end of the insulation was flared and accordianed. The distal end of the insulation did not present the smaller outer diameter normally seen as a result of the heat shrink process as the insulation contracts over the distal end of the cannula. Evaluation of the insulation showed that the insulation slid onto the cannula with no resistance noted. The proximal end of the insulation easily slid onto the hub transition and the extension of the insulation past the distal end of the cannula was out of specifications. There was no obvious stretching/ necking down/ thinning of the insulation. The outer diameter of the insulation was measured at proximal, medial and distal positions and were found to be out of specifications. The complaint was confirmed. It was confirmed that the device was used after the customer removed the insulation. The dfu provides specific warnings that state, "the colored insulated cannula must be used at all times when accessing tissue. Use of the electrode without the colored insulated cannula may result in serious burns to the patient and/or user" and "the skin must be incised prior to insertion of the introducer to prevent damage to the insulation. Damage to the insulation of the introducer may result in serious burns to the patient and/or user." Therefore the most probable root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode was used during radiofrequency ablation (rfa) of a 1.5cm liver tumor on (B)(6) 2013. According to the complainant, the target tumor was located in liver segment s5, near the body surface. When the device was unpacked, it was immediately noted that the blue insulation appeared too long, as it extended past the tip of the introducer. Photos provided by the customer confirmed that the insulation exceeded 15.5mm in length. The physician touched the insulation and observed that it was loose (it normally coats the introducer tightly). Thinking the insulation was a protective jacket that is normally packaged with the device, he removed it from the introducer and encountered no resistance. He then performed centesis through one of the patient's right intercostal spaces and began the ablation at 40w. The tines were extended halfway and the output was increased by 10w every minute, but it took an unusually long time for the impedance to increase. Gas was observed near the patient's abdominal wall via echogram, and the gas stayed in the same location throughout the procedure. This was thought to be unusual, and the electrode was thought to be "hotter" than usual, but the physician continued the procedure. The total ablation time was 13 minutes and roll-off was achieved. The physician originally intended to perform a second ablation with the tines fully extended, but he elected not to continue the procedure. Resistance was encountered when the introducer was removed, but the physician was able to remove it using small twisting movements. Immediately following the procedure, the puncture site was observed to be blackened (burnt) and swollen, and some fluid discharge was noted. The burn was approximately 2cm in diameter, and the physician was concerned that the burn had extended into (and done serious damage to) the subcutaneous tissue, as evidenced by a subcutaneous abscess. The physician consulted with a dermatologist, after which the body surface was cooled and antebate was applied to the burn. The swelling was noted to have improved when the patient was seen by dermatology the following day. The patient was discharged once the amount of fluid drainage had decreased to a satisfactory extent, and underwent outpatient treatment for the burn. However, the patient subsequently experienced pain and developed a fever, and elevated levels of c-reactive protein (crp) were detected in the blood. Therefore, the patient was re-hospitalized. As of august 20, 2013, the patient was receiving treatment for the burn at the same facility at which the rfa procedure was performed. There is no further information available.